Event description:
Intera oncology received a report from clinic that they attempted access using two refill kits and diluted methylene blue back each time.

Manufacturer narrative:
The device history record, (B)(4), ln: 29103035, was reviewed. The pump was manufactured on june 12, 2024. There were no nonconformance's pertaining to this serial number. The device met all specifications prior to release from manufacturing. During follow-up, the clinic representative indicated that there was not an issue with the pump. The clinic accessed the pump later and got the same 10mls of blue fluid back as a return. The clinic did not provide the required patient information and did not mention if the patient had an adverse effect. Intera oncology investigated the reported issue on january 10, 2025, and january 29, 2025, by testing retain samples from different lot and serial numbers. Three hypotheses were posed. Three tests were conducted to provide these hypotheses. However, the version of hypothesis #1, where catheter and bolus pressures were controlled, was confirmed to be the cause of the "blue flash". The other two versions of hypotheses were discarded. In conclusion, when a refill needle is inserted into the pump septum so the bolus pathway is open, arterial pressure can push the fluid remaining in the bolus pathway into the space between the two septa. When the refill needle is removed, the valve is closed so the space between the two septa becomes isolated from the rest of the bolus pathway, but this space remains pressurized. If there is residual methylene blue in the bolus pathway after the procedure, the blue dye can get pushed back and pressurized in the space between the two septa. Upon the next refill, as the refill needle releases the pressure between the two septa, the methylene blue caught in that space exits into the syringe and causes the "blue flash". This phenomenon is normal and does not indicate any malfunction of the pump.

Manufacturer narrative:
The device history record, (B)(4) ln 29103035, was reviewed. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. Intera oncology is presently investigating the root cause of the reported incident and is in communication with the clinic, along with sample testing. The causes of this incident are inconclusive. Therefore, once we obtain updated information, we'll submit a supplemental report.

Event description:
Intera oncology received a report from clinic that they attempted access using two refill kits and diluted methylene blue back each time.

Event description:
Intera oncology received a report from clinic that they attempted access using two refill kits and diluted methylene blue came back each time.

Manufacturer narrative:
The device history record, (B)(4), was reviewed. The pump was manufactured on june 12, 2024. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. During follow-up, the clinic representative indicated that there was no issue with the pump. The clinic accessed the pump later and got the same 10mls of blue fluid back as a return. The clinic did not provide the required patient information and did not mention if the patient had an adverse effect. The entry into the intera 3000 hai pump is through a single septum design. The reservoir is accessed using a refill needle, while the bolus pathway is accessed using the special bolus needle (sbn). During surgery, methylene blue is introduced into the bolus pathway in order to observe perfusion to the liver after catheter insertion. If the incorrect needle was used (a refill needle instead of an sbn), then the reservoir would have been filled with methylene blue. The sbn is specifically identified with a warning label to alert the user to the hazard of using an sbn vs a refill needle. Therefore, the pump did not fail or experienced a malfunction. The most likely cause for the presence of methylene blue in the pump reservoir was that methylene blue was introduced using the refill needle instead of the special bolus needle (sbn), which represents use error.